Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that there was sepsis, hemolysis and thrombocytopenia during impella cp patient support. While on support, it was noted that a sepsis workup would be continued. The sepsis workup showed a positive blood culture and a white blood cell number of 13.7. There were overnight concerns for hemolysis on labs. The doctor repositioned the impella with echocardiogram. The pump measured 4.2cm and the doctor did not wish to adjust it further at that time. The platelet count was low while on continuous renal replacement therapy.

Manufacturer narrative:
Additional information received and the following fields have been updated: b5, h6 correction made: d4, e4.

Event description:
After insertion high afterload was noted. The impella p-level was reduced and antihypertensives were administered. Echo was completed on arrival at the ICU and again when hemolyzed labs were noted. Hemolysis was resolved. The patient was treated for sepsis.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. There were no motor current (mc) spikes, abnormal placement signal (ps) or purge issues observed during support. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Sepsis: the root cause of the injury was unable to be determined due to insufficient clinical details. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.